Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that the patient was admitted for right ventricular lead extraction for oversensing and high impedance. The lead was found to be out of the header, and it was re-inserted. In the post anesthesia care unit, the patient had asystole and the lead was found again out of the header. The device was explanted and replaced. No further patient complications were reported as a result of this event.